Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The article indicated that a implantable collamer lens was implanted into the patient's left eye (os). Excessive vault was observed. The surgeon repositioned the lens on (B)(6) 2019. This resolved the problem. Per the reporter on (B)(6) 2020, "the patient is doing very well."